Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock due to intermittent lead noise and t-wave oversensing. Programming changes were made. The patient presented to the hospital for a defibrillation test. After the test, the patient experienced another inappropriate shock due to oversensing. The lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient prior, during and post procedure.